Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2012 site's number 30 in type 11 bone. Primary stability and osseointegration were not achieved. The implant was removed on (B)(6) 2012. Another implant was successfully placed during the surgical procedure. Medical history: no significant findings.